Manufacturer narrative:
Product analysis: it was reported that the external pulse generator (epg) had a broken output connector assembly. It was also indicated that the case was broken, a case screw was contaminated, a keypad button was out of specification, and the battery wires were pinched. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a faulty atrial connection. The epg was returned for service. No patient complications have been reported as a result of this event.